Event description:
I had a boston scientific wavewriter spinal cord stimulator implanted (B)(6) 2018. I had it reprogrammed multiple times in an effort to reduce lumbar spine pain and bilateral leg neuropathy. The device caused me to have intense pain and severe burning when the battery implant site is located. I had the unit surgically removed just before the one year implant date. I am now at 2 months post explanted and continue to have severe pain and burning where the battery was located (my left upper buttock area). FDA safety report ID# (B)(4).